Event description:
It is reported that the cables were implanted with a cable-ready bone plate in 2006. Post-op, the dr determined some of the cables were loose. Nine days later, the cables were removed and replaced with add'l cerclage mfg by a different company to supplement the plate.

Manufacturer narrative:
Eval summary: the cause cannot be determined without any info. Eval: no device was retuned for eval. No part number or lot number was provided; therefore, device history records could not be reviewed.